Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, increasing high voltage lead impedance was observed on right ventricular lead. Lead was capped and replaced on (B)(6) 2019 during device change out procedure. Patient was stable. Related manufacturer reference number: 2938836-2019-16147.

Event description:
New information received notes that lead fracture was also noted.